Event description:
Clinic notes received for patient indicate that the patient had several instances of aspiration. The aspiration is believed to be due to vns stimulation and vns settings were decreased as a result.